Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p14 leaked. This was discovered during use. The following information was provided by the initial reporter: we were using a bd phaseal protector (p14) today as standard use which appeared to fail causing the chemotherapy drug to actually leak out of the top of the seal. We are very versed in using this equipment and it was clearly a difference to any time that we have used these before.

Manufacturer narrative:
Investigation summary no photos or physicals samples that display the reported issue were provided for investigation. A device history was performed and found no no-conformance's related to the reported issue during production of batch 1801104. Five retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to vials and a sample injector and syringe, ensuring they fit properly. The product was evaluated and no damage or defects were observed. Functional testing was performed, in all cases liquid was withdrawn from the vial without issue and no leaks between the protector and vial or other components was identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. The protector must be completely vertical when attaching. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd phaseal¿ protector p14 leaked. This was discovered during use. The following information was provided by the initial reporter: we were using a bd phaseal protector (p14) today as standard use which appeared to fail causing the chemotherapy drug to actually leak out of the top of the seal. We are very versed in using this equipment and it was clearly a difference to any time that we have used these before.